Event description:
It was reported that stopper separation occurred during use with a syringe plastipak 20ml ll. The following information was provided by the initial reporter, "when aspirating the medicine, the stopper released from plunger, it was necessary use other syringe. Notivisa: when aspirating the drug and / or saline solution, the syringe's stopper easily detached from the plunger. One of the units even drained the liquid. Information received by email on 9/9/2019: there was no damage to the patient/health professional. There was no need for medical or surgical intervention. There was no exposure of blood or chemotherapic to the skin or mucous. The drug used was calcium folinate. The sample was discarded." 3 occurrences were reported.

Manufacturer narrative:
Investigation summary: DHR, quality notification and maintenance analysis were performed and no occurrence potentially related to the occurrence was observed. The photo sent by the customer was verified and it was possible to observe stopper with assembly failure. The probable cause for the occurrence is related to failure at stopper assembly station. The incident identified from this complaint will be monitored for trend evaluation.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that stopper separation occurred during use with a syringe plastipak 20ml ll. The following information was provided by the initial reporter, "when aspirating the medicine, the stopper released from plunger, it was necessary use other syringe. Notivisa: when aspirating the drug and / or saline solution, the syringe's stopper easily detached from the plunger. One of the units even drained the liquid. Information received by email on 9/9/2019: there was no damage to the patient/health professional. There was no need for medical or surgical intervention. There was no exposure of blood or chemotherapic to the skin or mucous. The drug used was calcium folinate. The sample was discarded." 3 occurrences were reported.